Event description:
It was reported that during an interventional treatment procedure the guide wire coating sheared off and remained inside the patient. A 6cm piece of the zipwire coating "sheared off at the bevel of the needle". The piece remains in the patient's pulmonary artery. Another manufacturer's guide wire was attempted to be used and "the same thing happened." Additional information was requested and is not available. The procedure was completed with this device. The patient status is "ok."

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluation by manufacturer: as received, the specimen consists of one zipwire and what appears based on dimensional analysis to be one-1 straight tip terumo 150-035 glidewire device; returned coiled and loose. A gage bushing certified to be .0350¿ passed over the length of the guidewire with no more effort than the mass of the bushing sliding down the wire shaft unaided, except by gravity. The zipwire diameter was measured with a non-contact 2-axis, laser micrometer. The device presents indications of axial shear/skive damage consistent with withdrawing the device through a metal needle. The zipwire presents 9.40cm of the underlying core wire exposed due to removal of 9.65cm of the polymer jacket material beginning 6.15cm from the distal tip. The guidewire presents dried blood-like material residue within the dried hydrophilic coating. The visual and tactile surface appearance of the zipwire specimen is acceptable. Microscopically, the zipwire coating appears to be smooth and consistent over the length of the specimen with minor wear and abrasion scattered over the length of the specimen. Except where noted, the zipwire device appears visually and dimensionally correct. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is determined to be user related, because the zipwire dfu instructs the user not to use the device with metal entry needles. (B)(4).

Event description:
It was reported that during an interventional treatment procedure the guide wire coating sheared off and remained inside the patient. A 6cm piece of the zipwire coating "sheared off at the bevel of the needle". The piece remains in the patient's pulmonary artery. Another manufacturer's guide wire was attempted to be used and "the same thing happened." Additional information was requested and is not available. The procedure was completed with this device. The patient status is "ok."